Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump buttons are working but really difficult to press. Customer's blood glucose level was 279 mg/dl. Customer states buttons are working but hard to press and exerts a pressure. Customer advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with intermittent button response due to flattened esc, act, up and down button dome switch . No button error alarm during testing. No unlocked j2 or lcd keypad connector. Device passed self test.